Event description:
Customer reported, she was using the osma approved "lift and scoop" method of recapping a syringe when the needle poked through its plastic cap and stuck her fingers. This resulted in a dirty needlestick.